Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
The rotational hinge metal stem was cracked, but not completely broken. The rotational hinge and axle were changed out.